Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6) hospital. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak observed at the female connector of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.